Manufacturer narrative:
Date of event is estimated. Additional components potentially involved in the event include: common device name: scs lead, model: 3186, UDI: (B)(4), serial: (B)(4), batch: a000111032.

Event description:
It was reported the system would not enter into MRI mode. Diagnostics showed low impedances. In turn, surgical intervention may be pending.

Manufacturer narrative:
Correction: there are currently no plans to revise the lead; therefore, this device is no longer considered reportable.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Based on information obtained, decision is not reportable. At this time surgical intervention is not planned; therefore, the potential for serious injury is not present.